Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the r eported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Levels implanted: t4-l3 it was reported that post-op, the set screw got ejected from the tulip screw. No patient symptoms or complication were reported as result of this event.

Manufacturer narrative:
Post-op x-rays for t4-l3 posterior spinal construct shows one of the set screw of the rod at l3. Time from impact is unknown. Fusion statusis unknown. Saggital balance is present but the two rods demonstrate very different contour profiles. With one rod not matching the lumbar lordosis and transition to thoracic kyphosis. If information is provided in the future, a supplemental report will be issued.